Event description:
Hcp reported pt presented 2004 with signs of an infection. These include fever, soreness, and redness. The pt was treated with removal of the dorsal column stimulator 2004. Hcp reports pt recovered without sequela.